Manufacturer narrative:
Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, documentation, the instructions for use, quality control data, and specifications. One device was returned for investigation. The returned packaging confirms the reported complaint device lot number. A visual examination confirmed no obvious damage on the catheter. A functional test was performed on the open device by inflating the balloon with 150ml of tap water. A leak was confirmed at the distal balloon bond. Under magnification a hole was observed between the balloon and catheter. A review of the device history record found no non-conformances. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." We have concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A definitive cause of the event could not be determined, but due to the hole on the returned device, it is likely that the issue occurred during the procedure from an additional device. Per the quality engineering risk assessment, no further action is warranted. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 27may2019. The balloon was not handled with forceps. The procedure was completed without using a bakri. The reporter did not provide a response to whether the patient experienced any adverse effects and how hemostasis was achieved.

Manufacturer narrative:
(B)(6). PMA/510(k) #: k170622. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the user tested the bakri tamponade balloon catheter before inserting into the uterus. They found that the balloon was leaking. No adverse consequences have been reported. Additional patient/event information has been requested. No additional information is available at the time of this report.